Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's display was blank. Customer reported that the blank display occurred after a battery change. Customer also reported that the insulin pump had returned a failed battery test. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided.